Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound and MRI. Device has been explanted.